Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had no stimulation sensation for the past 2 weeks. There was no known accident of incident related to this event. Impedances read >4000 ohms on some of the bipolar pairs. All the pairs on the quad lead with electrodes 0-3 were showing greater than 4000 ohms. Default values were increased and impedances were re-run and were till showing greater than 4000 ohms. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).